Event description:
Customer reported being hospitalized due to low blood glucose levels. Customer collapsed in the bathroom, which led to hospitalization. Troubleshooting was done and pump appears to be functioning properly.